Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the unit received has up and down movement in the lock. The disk ratchet and retainer was replaced due to movement. The large starburst that is cross threaded was re-tapped. Damaged and worn parts were replaced, general maintenance and cleaning were performed. Root cause: the reported complaint was confirmed from the evaluation. The lock of the unit has movement. Evaluation showed that the threads in the large starburst have been cross threaded. Other parts of the device are worn. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the swivel screw on the mayfield composite series skull clamp (a3059) was cross threaded. It is unknown if there was patient involvement, however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received has up and down movement in the lock.